Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a history/settings (suspend) issue. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because a time change during use, without user intervention, may result in the user running the incorrect basal segment leading to over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 09/19/2017 device evaluation: the device has been returned and evaluated by product analysis on 08/28/2017 with the following findings: the pump history showed evidence of manual suspends and resumes. The pump was exercised for 24 hours without self suspending. The pump was able to be manually suspended and manually resumed successfully during testing. There were no hypersensitive of stuck keys observed on the keypad. The alleged issue could not be duplicated.